Event description:
It was reported that a user experienced hyperglycemia after running out of insulin overnight and initially had difficulty performing a complete supply change due to not removing the infusion set needle cover; education and troubleshooting were provided, including visual guidance on the infusion set and instructions to verify adequate insulin volume before bedtime. Symptoms included hyperglycemia peaking at 282 mg/dl. Outcomes included resolution after successful supply change and user education. Investigation included customer interview and troubleshooting focused on supply change steps and insulin cartridge volume. Investigation of this case revealed user error related to infusion set handling and insufficient insulin in the cartridge, with no device alarms or dosing alerts reported and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error attributable to inadequate training and maintenance of adequate insulin supply.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.